Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 800 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated by bolus with pump and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.